Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Pump received with cracked battery tube thread and cracked case battery tube noted.

Event description:
The customer reported via phone call that his insulin pump was damaged. The customer's blood glucose level was 77 mg/dl. The customer reported that there was a crack on the battery compartment of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.